Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had worn screen and was harder to see the screen. Customer¿s blood glucose was unknown. Customer stated that batteries was not lasting for 3 days. Insulin pump will be returned for analysis.